Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. During onsite troubleshooting, a medtronic rep confirmed that one of the suctions had issues verifying and was inaccurate on a demo model. The instrument was replaced and returned to medtronic. Medtronic test engineering confirmed that the instrument was damaged and did not pass verification testing. In addition, a review of the software archive showed several user technique issues in that the patient was scanned in a xoran scanner that cropped out the ears and the top portion of the forehead. The scan had non-contiguous slices that prompted an error message on the navigation system the scans were not optimal for navigation. The trace conducted by the user on the patient went off of the forehead and onto the soft tissue of the patient's cheeks.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that during the case, in navigation, all instruments were being severely imprecise at about 5mm off in space from the tip of the nose. Registration was noted to be successful. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The archive from the procedure was sent to medtronic for evaluation. It was noted that the navigation system displayed that the exam was not optical for use. It was also noted that the tracer registration performed was not optimal for the procedure.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.